Manufacturer narrative:
The device was received by boston scientific for analysis. Visual inspection did not reveal any external abnormalities. No kinks were visible on the catheter. The catheter curve was within specification and inside the out of plane dimension. No open circuits were observed during the continuity test. The reported observation in the field was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure to treat atrial flutter a viking electrode catheter was selected for use. It was reported that "there was error in the machine" and the procedure was not completed. No patient complications were reported.

Event description:
During an ablation procedure to treat atrial flutter a viking electrode catheter was selected for use. It was reported that "there was error in the machine" and the procedure was not completed. No patient complications were reported.